Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain\pelvic') and genital haemorrhage ('gen. Abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), vaginal infection ("bladder/urinary problems: vag. Infect., vag. Discharge") and vaginal discharge ("bladder/urinary problems: vag. Infect., vag. Discharge"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal infection and vaginal discharge had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, pelvic pain, psychological trauma, vaginal discharge and vaginal infection to be related to essure. The reporter commented: received treatment for pain- pelvic / abdominal, psych injury,vag. Infect., vag. Discharge. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received: events abdominal pain, gen. Abnormal bleed, psych injury, vaginal infection, vaginal discharge were added. Outcome of the event pelvic pain was updated to recovered. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain\pelvic') and genital haemorrhage ('gen. Abnormal bleed') in an adult female patient who had essure (batch no. E13066) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diarrhea, seizure, depression and rectal bleeding. Concurrent conditions included skin rash, hives, heartburn and sore throat. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury/psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vaginal infection ("bladder/urinary problems: vag. Infect., vag. Discharge"), vaginal discharge ("bladder/urinary problems: vag. Infect., vag. Discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and migraine ("migraines/headaches,"). The patient was treated with surgery (bilateral salpingooopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal infection and vaginal discharge had resolved and the depression, vaginal haemorrhage, menorrhagia, anxiety and migraine outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: received treatment for pain- pelvic / abdominal, psych injury,vag. Infect., vag. Discharge insertion details: inserted into the left tubal ostia with 10 coils and right tubal ostia with 3 coils noted in uterine cavity. Discrepancy noted for essure confirmation that plaintiff did not undergoes essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Batch no e13066 production date 2015-06-24 expiration date 2018-06-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain\pelvic') and genital haemorrhage ('gen. Abnormal bleed') in an adult female patient who had essure (batch no. E13066) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diarrhea, seizure, depression and rectal bleeding. Concurrent conditions included skin rash, hives, heartburn and sore throat. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury/psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vaginal infection ("bladder/urinary problems: vag. Infect., vag. Discharge"), vaginal discharge ("bladder/urinary problems: vag. Infect., vag. Discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and migraine ("migraines/headaches,"). The patient was treated with surgery (bilateral salpingooopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal infection and vaginal discharge had resolved and the depression, vaginal haemorrhage, menorrhagia, anxiety and migraine outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: received treatment for pain- pelvic / abdominal, psych injury,vag. Infect., vag. Discharge insertion details: inserted into the left tubal ostia with 10 coils and right tubal ostia with 3 coils noted in uterine cavity. Discrepancy noted for essure confirmation that plaintiff did not undergoes essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Most recent follow-up information incorporated above includes: on 25-oct-2019: pfs & mr received. Lot number was added. New reporter's was added. Patient's demographics was added. Added event abnormal bleeding (vaginal, menorrhagia),mental anguish,migraines/headaches, pt updated for psychological trauma to depression. Event onset dates was added. Medical history, concomitant conditions were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.